Manufacturer narrative:
The investigation determined that a result from a patient sample processed on the engen laboratory automation system was mis-associated with an incorrect sid. The root cause of the event was determined to be user error. Specifically: - after the tube for sample a was placed into the centrifuge module load rack, an improper reboot of the system was performed which stopped the centrifuge module but the customer did not remove all samples prior to restarting the centrifuge module as instructed in the user documentation. - the operator started the centrifuge module and released the module lock but did not remove all samples prior to releasing the module lock as instructed in user documentation. The engen laboratory automation system correctly identified the sid mismatch by posting a cross check error message, as designed. The engen laboratory automation system was operating as intended. No malfunction occurred.

Event description:
A customer reported that a sample processed on the (B)(6) automation system was mis-associated with the sample identification number (sid) of another patient sample. In this reported event, the results obtained from sample a were associated with the sid for sample b. The following product was in use: (B)(4) laboratory automation system s/n (B)(4). Results that have been associated with the wrong patient may lead to inappropriate intervention with the potential for serious injury to the patient. Repeat testing was performed on sample b and a correct report issued from the laboratory. There is no allegation of patient harm related to this event. This report corresponds to ortho clinical diagnostics (ortho) inc. (B)(4).